Event description:
Reportedly, during an annual scheduled follow-up, the pacemaker involved in this MDR report could not be interrogated. It operated in emergency mode (vvi 70min-1). It was also reported that no interference may have caused damage. The subject device was replaced and will be returned for analysis.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.